Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise on the pace/sense and shock channels, oversensing, and pacing inhibition of unknown duration. It was noted that the noise appeared to be from a procedure with some type of electromagnetic interference (emi). Boston scientific technical services (ts) noted the electrograms (egms) looked normal before and after that date. There was low level rv noise noted; however, it was not being sensed by the device. There were changes in the impedance measurements, but no out of range measurements were observed. Continued monitoring was discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.